Event description:
Reporter alleged obtaining a blood glucose result of 439 mg/dl on the advantage system at 8:45 am; however, when retesting on the same system at 8:51 am, the result was 102 mg/dl. Reporter stated within another minute, the same system yielded a result of 96 mg/dl and he was experiencing hypoglycemic symptoms, so he self treated with food. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.